Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's grandfather reported tubing detachment on one infusion set at cannula end during insertion. Reportedly, tubing was not broken but was detached. The patient stated tubing detached only in one infusion set in the box during insertion. The site was at buttock and the pump was worn in sling on back. The infusion was not in use during insertion. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
Previous report was submitted on 02/03/2019 in an error.